Event description:
It was reported via repair work order that the jack could not lower and was stuck raised due to a actuating piston being out of the jack. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.